Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 23-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported that when the healthcare provider (hcp) tried to remove the ins system, the 4 electrodes broke off and was left behind. No further complications were reported.